Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer¿s blood glucose level was 600 mg/dl at the time of call. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer advised they felt nausea and a rapid heartbeat. Customer advised the auto mode feature was off and did not automatically deliver insulin during their high blood glucose event. Customer performed and passed the high-pressure test. Customer advised the auto mode feature was off and not automatically delivering insulin at the time they experienced high blood glucose levels. The insulin pump will not be returned for analysis.